Event description:
Customer reported a motor drive unit that was showing a "short" error message and also it was heating up. No patient injury or complications were reported.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. A functional evaluation was performed and presented a motor stall error and heating of the hand piece. Corrosion was observed on the cable assembly connection and gearbox fork assembly. The motor/gearbox assembly could not be removed from the housing for further assessment due to corrosion. Moisture was found inside of the housing which caused the error message "short detected" stated in the complaint comment. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. No model number associated with this device.